Event description:
It was reported that during implant the helix suddenly popped out very rapidly. A second lead was opened and after several revolutions the helix suddenly sprang out. The physician used a new lead for the implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported failed event of the helix not extending smoothly was confirmed in the laboratory. The helix was found to be bent not allowing for the helix to extend smoothly. The reason for the bent helix could not be determined.